Event description:
It was reported that the user experienced hyperglycemia while using the ilet system when an insulin cartridge ran out of insulin earlier than expected, without observed damage or leakage, and no alerts or alarms were reported; the user administered a subcutaneous insulin pen dose and subsequently changed infusion and cartridge supplies, after which glucose levels stabilized. Symptoms included elevated blood glucose to 500 mg/dl. Outcomes included the need for user intervention with a manual insulin injection and replacement of disposables. Investigation included complaint handling, troubleshooting, and user education. Investigation of this case revealed no device malfunction could be confirmed and the cause of the hyperglycemia remained unclear due to lack of returned product and unavailable lot information. It was concluded that the event was user-managed with restored glycemic control after supply change, and a definitive root cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.